Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and the outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. The outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that the patient had endocarditis and the indication was to explant the system. The device and the leads were removed. No further patient complications have been reported as a result of this event.